Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 557 mg/dl. Troubleshooting for high blood glucose levels was performed. Nurse advised when the cannula was removed from customer's body it was bent at an angle. Nurse was advised bent cannulas result in high blood glucose levels. Customer performed and passed both self-test and high pressure test. Nurse advised customer experienced diabetic ketoacidosis, nausea and vomiting. Customer was placed on insulin drip and was not wearing the insulin pump when they were admitted into the hospital.